Event description:
It was reported that the lead was replaced because of high threshold (more than 2 v) and high impedance (between 1500 to 2000 ohms) on 3 different locations. New lead showed no issues. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead returned.